Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1; -12.00/+1.50/105 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced pigment dispersion; glaucoma and on (B)(6) 2023 the lens was explanted. It was additionally noted the patient is on anti-glaucoma drops for now. The problem was resolved. The cause of the event was reported as unknown.